Manufacturer narrative:
(B)(4). The complaint rt330 circuits were not returned to fisher & paykel healthcare in (B)(4) for evaluation. The hospital confirmed that they had been discarded. Our investigation is therefore based on the information obtained from the hospital. The hospital confirmed that the baby had indeed received a burn on the right side of the nose and that it was caused by a "drop of hot water", not by hot gas.they could not explain how this came to occur. They informed us that they had conducted their own testing with the two mr850 humidifiers used in the incidents. During this testing the humidifiers displayed normal operating temperatures and did not display high temperatures. They stated that they were unable to reproduce the reported issue and that no fault was found with the humidifiers. The subject humidifiers were then put back into service. We were unable to determine what has caused the problem reported by the hospital. There have been no further issues and the subject humidifiers continue to be used. Our user instructions that accompany the rt330 optiflow junior tubing kit illustrate the correct set-up and also state the following: patient monitoring is recommended; avoid prolonged contact with patient's skin.

Event description:
A hospital in (B)(6) reported that a patient was placed on sipap therapy with an rt324 infant breathing circuit, for an unspecified period of time. The staff decided to move the patient to an rt330 infant nasal high flow circuit. Just after the transition the nurse noticed that the mr850 humidifier displayed a high temperature. The doctor reported that the patient's nose received a second degree burn. It was further reported that a hospital biomedical technician tested the mr850 humidifier involved in the event and did not find any fault with it. A second incident occurred in exactly the same manner with the same patient on the (B)(6).

Event description:
A hospital in (B)(6) reported that a patient was placed on sipap therapy with an rt324 infant breathing circuit, for an unspecified period of time. The staff decided to move the patient to an rt330 infant nasal high flow circuit. Just after the transition the nurse noticed that the mr850 humidifier displayed a high temperature. The doctor reported that the patient's nose received a second degree burn. It was further reported that a hospital biomedical technician tested the mr850 humidifier involved in the event and did not find any fault with it.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information and the rt330 circuit for evaluation. We will provide a follow up report upon completion of our investigation.